Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out-of-range right atrial (ra) pacing impedance measurements of greater than 2,500 ohms. The device was programmed back to bipolar and lead measurements are stable and within range. No noise with isometrics. Leads are non-boston scientific products. Technical services (ts) discussed programming unipolar pace/bipolar sense and continuing to monitor. No adverse patient effects were reported. This pacemaker system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out-of-range right atrial (ra) pacing impedance measurements of greater than 2,500 ohms. The device was programmed back to bipolar and lead measurements are stable and within range. No noise with isometrics. Leads are non-boston scientific products. Technical services (ts) discussed programming unipolar pace/bipolar sense and continuing to monitor. No adverse patient effects were reported. This pacemaker system remains in service.